Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 7 mmol/l. It was reported that the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error and pump error 35 was noted in the history download due to motor force sensor flex not properly not plugged in to electrical board 1 board. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly.